Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges - "the dysfunction relates to a defect of loading of the clips on the applier, the clips in the course of intervention fell into the pt's belly." No pt injuries reported. Add'l info requested.